Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the stimulator was not working and clarified that they only felt stimulation when using their patient programmer and then stimulation would go away. Patient has also seen a return of symptoms as they would go to the bathroom all the time. Patient stated that they had a similar issue in the past and went to see the mdt rep and it was determined that the stimulator was turned off. During the call, the patient programmer indicated that the stimulation was turned on and set at 1.70 and patient stated they were set at 1.30 but they increased the stimulation. Stimulation expectations and programming considerations was reviewed with patient and patient was recommended to monitor symptoms now that a change was made and to follow up with hcp if issue does not resolve. Additional information was received on 2019-07-08. Patient responded to letter by stating that as for the circumstance for stimulation being off, was that they did not know it was off as they just knew they could not feel stimulation once in a while. Patient also reported that now they have found it to shut off by its self and they will just turn it back on. No further complications were noted or anticipated.